Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. We haven't received any response yet through our good faith effort.

Event description:
It was reported that device entrapment occurred. A 2.25 x 38mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent got stuck with the guidewire. The device was removed separately and completed the procedure with another of same device. There were no patient complications.